Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Analysis found was unable to duplicate the issue and the pendant functioned as expected. Cosmetic damage was noted, but did not affect functionality. Analysis found that the reported event was not related to a pendant issue.

Event description:
Medtronic received information regarding an imaging system. It was reported the pendant was not functional, and the buttons on the unit were not responsive. This issue was noted outside of a procedure, and there was no patient involvement.